Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer continued to use the pump for insulin therapy and the issue resolved. Customer¿s blood glucose level was 250mg/dl.